Event description:
Terumo received the following reported information: after a routine surgical procedure (pci) via 6 french vascular sheath, hemostasis was achieved. The puncture site was assessed and deemed appropriate. A 6 french angio-seal was used for closure. However, difficulty was encountered when inserting the locator and sheath assembly into the vessel. After rotation, it was successfully inserted (though it was later found to be bent after all procedures were completed). The operation proceeded normally; however, no clicking sound was heard during the deployment of the anchor and the fixation of the anchor. All steps were completed according to the procedure; however, hemostasis was not achieved successfully. Manual compression was then applied, and the procedure was concluded. There was no blood loss. There was no stenosis, plaque, calcium present around the insertion site. The procedure was successful. The patient was stable. The device did not appear to be kinked prior to use.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture was cut at the distal tip. The sheath was kinked at the blood inlet hole. The locator was also returned and was kinked. No other damage or issues were identified. The complaint device was returned with the carrier tube and hemostasis sheath fully deployed and the suture cut. The hemostasis sheath was kinked at the blood inlet hole. The locator was also returned and was kinked. The sheath and locator were likely to have been kinked during device insertion. Deployment was able to be performed with the device, and manual compression was performed to achieve full hemostasis. As a result, the complaint was able to be confirmed for a kinked locator and hemostasis sheath. The exact root cause cannot be determined. The likely cause was damage sustained during device insertion. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).